Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The report of lead fracture / ¿twiddling syndrome¿ was confirmed. Analysis of the lead found evidence of ¿twiddling¿ in the two lead tail segments and the paddle (stimulation) end of the lead had multiple broken wires, missing contacts / damaged contacts, and exposed wires.

Event description:
Additional information received indicates that the patient experienced ineffective therapy. As such, the system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the ipg had been twisted multiple time resulting in lead fracture due to which the patient experienced loss of therapy. Reportedly, patient was reprogrammed and continues to have effective therapy. No intervention planned at this time.